Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on (B)(6) 2024.the event 1 occurred within 3 days of insertion.the event 2 occurred within less than an hour of insertion.the patient replaced infusion sets and resumed insulin deliveries successfully. The blood glucose level was 72-137 mg/dl. No further information was available.

Manufacturer narrative:
Initial and final MDR 1921228 - MDR 3003442380-2024-16339 - device 2 of 2.